Event description:
After 4 days of implantation, this lead was explanted. It was reported that the pt inadvertently dislodged the lead after pt awoke from surgery. It was also reported that the physician tried to reposition this lead and after several attempts, replaced it with a screw-in type lead.